Event description:
In 2008, boston scientific corporation was informed that during the procedure, the jagtome rx sphincterotome was placed down the scope and when it came out of the scope, the tip of the jagtome was frayed. It was removed and the procedure was completed using another of the same device without any pt complications. Pt is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.